Event description:
It was reported to philips that the system was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned /non-emergency treatment, and the procedure was completed by moving the patient to another room. A philips remote service engineer (rse) connected with the customer and examined the system remotely and confirmed that the system was non-functional. Review of the log files showed error in fdcsib. Upon functional testing, fse found issue with the fdcsib. To resolve the issue, fse installed a new fdcsib, examined the board software, and restored the backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.